Event description:
The customer reported to baxter (B)(4) a situation on (B)(6) 2011 regarding the straight blood set with colleague clamp and 170-260 micron filter, in which there is a split in the tubing which resulted in fluid leaking. The process step was during priming and there was no patient involvement. There was no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.